Manufacturer narrative:
(B)(4). Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the flex circuit of the motor device was damaged. It was determined that the device generated heat. It was further determined that the device failed pretest for hand control assessment , handpiece temperature assessment, air pump assessment , no short circuit between sensor gnd and connector body(42), no short circuit between 5vdc line and connector body(42), no short circuit between hall sensors and connector body(42), no short circuit between phases and connector body(42), motor thermistor assessments and loctite and cable assessments. It was noted in the service order that the device did not work anymore. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.